Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a routine check. Upon interrogation, it was noted that the ventricular channel of the pacemaker over-sensed a wide qrs complex. No intervention was performed. There were no patient consequences.